Event description:
It was reported that during the adenoid tip broke separated above the grey connector. There was no impact to the pt, and no reported adverse event.

Manufacturer narrative:
(B)(6) 2012: this MDR is being filed based on retrospective review of complaints received by the MFR. The facility did not retain the device for eval, a failure analysis of the complaint device could not be completed. Investigation of the lot history record did not note any issues during the mfg of this lot. Due to previous complaints of similar occurrences, a corrective action report (B)(4) has been opened to further investigate this type of failure mode.